Event description:
I had an open indirect hernia repair carried out on (B)(6) 2013. The surgeon used a double layer prolene patch (ethicon code#phse). I experienced very localized, non-surgical related burning pain immediately after surgery and the neuropathic pain continues as of this date ((B)(6) 2015). I have had a triple neurectomy carried out on (B)(6) 2014 to alleviate this ongoing pain, taken oral medications, all without any reduction in the chronic pain. On (B)(6) 2014, a third surgeon attempted to remove the problematic mesh and was unable to remove all of it due to scarification involving enveloped critical nerve and blood vessels. In removing the remaining enveloped mesh I could end up losing the use of the affected right leg. As a medical professional for over 40 years, I firmly believe this product is not suitable for this application and should be removed from the market. I have written to ethicon reporting my problems and concerns with this product. I would look forward to any response or comments the FDA might have on this product. I thank you for your time. (B)(6).